Event description:
It was ported that 10 bd smartsite 20mm closed vial access devices experienced leakage. The following information was provided by the initial reporter: multiple instances of the product leaking upon reconstitution (with etoposide, trastuzumab emtansine and amphotericin liposomal).

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2022 h6: investigation summary ten mv0520-0006 samples were received for investigation in sealed packaging from lot 9248. A visual inspection of the returned samples did not identify any damage or manufacturing defects which may have caused or contributed to the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. They performed functional testing by spiking five of the returned mv0520-0006 products into vials from stock and subjecting to functional testing; in each instance no leakage was observed from the connection of the vial to the vial access device throughout testing. A review of the production records for lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0520-0006 set in the past 12 months. H3 other text : see h10.

Event description:
It was ported that 10 bd smartsite 20mm closed vial access devices experienced leakage. The following information was provided by the initial reporter: multiple instances of the product leaking upon reconstitution (with etoposide, trastuzumab emtansine and amphotericin liposomal).